Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint that the safety mechanism could not be activated over the needle of the two returned 22g x0.75¿ safestep safety infusion sets was confirmed but the cause is unknown. The needle on one of the samples was slightly bent upward just distal of the safety mechanism and the needle on the other sample was slightly bent downward just distal of the inactivated safety mechanism. The needles were measured on both samples and the outer diameter and the distance between the plane of the bevel and the needle shaft were both within specification. When an attempt was made to activate the safety mechanism over the needles, the safety mechanisms become jammed on the needle. Microscopic examination of the needles revealed shallow longitudinal scratches where attempts had been made to activate the safety mechanism over the needle. The needle tips on both samples were blunted, where they had likely come into contact with hard object, such as the base of a port. An attempt was made to straighten the needle by the investigator and another attempt was made to advance the safety mechanism. The safety mechanisms advanced per design and securely locked over the needle bevels. It appears that the safety mechanisms would not advance over the needle due to the needle cannulas being bent. However, the exact cause of the initial bends in the needle could not be determined from the sample. Possible contributing factors for the bent needles include damage during manufacturing, packaging, shipping, storage, or use. A lot history review (lhr) of asdxs0087 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (asdxs0087) have been reported from the same facility in (B)(6).

Event description:
It was reported that the safety feature did not work when the needle was removed. There was no reported patient injury. (B)(6) 2021 - two devices were returned, this report addresses the second device.